Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient was taken to the hospital with pain and swelling in the area of the implant. The device remains implanted.